Event description:
A patient reports while activating a pod, upon removal of the needle guard the cannula was found to have deployed early. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula fully deployed and needle retracted. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. The pod ran for 1173 pulses before being deactivated by the user and correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. No damages or defects were found that would result in a needle mechanism failure; the cause of the reported event could not be conclusively determined.